Manufacturer narrative:
The sample is available for eval. Attempts are being made to obtain add'l info regarding this incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The clinician placed the IV and pulled back to confirm placement. The line appeared to have a leak as it filled with air bubbles during the blood return. The clinician tried to flush the line and blood and air leaked from the septum where the needle was removed.